Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, absence of bleb and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts was implanted in the right eye but unable to see the internal end of the gel stent. Gonio intraop was used to check for gel stent location and noted "ok, but often the view is not great." Postoperatively, there is a poor bleb but gel stent was in a good subconjunctival position. Xen®45 gts was measured less than 6 mm back and the internal end is not in the anterior chamber. The xen®45 gts is shorter than it was supposed to be and not severed as it was a smooth delivery during implantation surgery. At most recent check-up, the xen®45 gts was not visible. The implant has been located by ubm sitting under the superonasal iris. Patient currently treated medically. Iop is suboptimal. Healthcare professional suspect the xen went through the pas on implantation, and somehow tracked back under the iris. Treatment planned for the future was noted as laser iridotomy to try to expose the proximal end of the implant, to avoid iris incarceration. Patient currently using eye drops xalacom and simbrinza. The device remains implanted.